Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a few months ago from date manufacturer was made aware.

Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned as it was not release by the facility.